Event description:
Report received of the pump not alarming when the programmed dose limit was reached. The patient was receiving magnesium sulfate 40 grams in 1000ml. The patient was to receive a loading dose of 4 grams over 20 minutes. The pump was programmed to deliver at a rate of 300ml/hour with a dose limit set at 100ml. The customer contact reported that checked the pump after approximately 20 minutes, and 110ml had been delivered. The pump reportedly never alarmed that the dose was complete and the pump was still infusing at 300ml/hour. The pt was then to receive magnesium sulfate at 2 grams/hour (50ml/hour). The pump was reprogrammed to deliver at a rate of 50ml/hour. The rn set the dose limit for 50ml to see if the pump would alarm. It was reported that the pump did not alarm when the dose limit of 50ml was reached, and kept infusing. The pump was removed from clinical service. There was no reported adverse patient event or harm.